Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, race, and ethnicity are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was lost at the customer site, thus no returned product investigation was performed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Two angiosculpt devices (3005462046-2022-00037, 3005462046-2022-00038) were used to treat a moderately calcified mid iliac. During inflation at nominal pressure, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.